Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is having issues keeping a steady psi reading, the reading will show for a couple of minutes and then drop off and pick up again. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. Field personnel indicated the issue was due to frequency settings which were too high. The root was not returned as the issue was resolved on-site. (B)(4). Additional manufacturing narrative was updated from "attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted." To ""attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. Field personnel indicated the issue was due to frequency settings which were too high. The root was not returned as the issue was resolved on-site."

Event description:
The customer reported the device is having issues keeping a steady psi reading, the reading will show for a couple of minutes and then drop off and pick up again. No patient impact or consequences were reported.